Event description:
The following article was received via productwatch (glis): this record was created to capture the event detailed in "undesirable effects after treatment with dermal fillers", journal of drugs in dermatology, (apr-2013): vol 12(4). In this article, the authors describe 8 pts that experienced early onset reactions after ha filler augmentation of the lips; these reactions occurred 7-14 days after injection. These pts were treated with corticosteroids, specifically intralesional triamcinolone acetonide.

Manufacturer narrative:
(B)(4). To date attempts to f/u with the physician/author have been unsuccessful. We have a request out for the lot number and product info, along with clarification of adverse events. Device labeling: undesirable effects: the pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed.